Event description:
It was reported that during a follow-up check, the lead impedance was high/variable, at 520-3000 ohms, and lead fracture was suspected. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; there was only one set of setscrew marks on the is-1 pin and it is too proximal, indicating the lead was not fully inserted into the device; full lead returned and analyzed. Other: it was reported that during a follow-up check, the lead impedance was high/variable, at 520-3000 ohms, and lead fracture was suspected. The lead was explanted and replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Operational context contributed to event; impedance, high, lead(s), fracture of.